Event description:
Reporter alleged blood glucose measured 281 mg/dl back to back with a result of 124 mg/dl when performed immediately afterwards. No actions taken and treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.